Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable on the device had an intermittent connection which resulted in the loss of ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information received from the customer and submitted on the initial medwatch report. The device was returned to zoll medical corporation; the reported complaint was duplicated and attributed to a loose test port receptacle. The test port receptacle was replaced to resolve the problem condition. It's important to note that this type of problem does not meet our requirements for submission of a medwatch report. It only impacts the self-test and would not prevent the device from discharging clinically. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician the test port receptacle on the device was observed loose. Complainant indicated that there was no patient involvement in the reported malfunction.